Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effects of hemorrhage, perforation of vessels and vascular dissection are listed in the electronic proglide instructions for use as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects of arrhythmia, cerebrovascular accident, hemorrhage, renal failure, perforation of vessels and vascular dissection, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis and unspecified failure mode could not be determined. The unexpected medical intervention, surgical intervention and hospitalization were related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Event and therapy date: estimated date. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The prostar xl device and additional adverse patient effects of death referenced are being filed under separate medwatch report numbers. Article: effectiveness of upfront combined strategy for endovascular hemostasis in transfemoral transcatheter aortic valve implantation.

Event description:
It was reported through a research article identifying unspecified device failure, residual bleeding (incomplete hemostasis), artery rupture and artery dissection with residual bleeding with proglide and prostar xl which may have led to overall death, cardio vascular death, any stroke, permanent pacemaker implantation, new onset left bundle branch block [arrhythmia], acute kidney injury, major/life-threatening bleeding, major vascular complications, minor vascular complications, re-hospitalization, extended length of stay, covered stent implantation, balloon angioplasty, vascular surgery, use of a second device. Specific patient information is documented as unknown. Details are listed in the article, titled "effectiveness of upfront combined strategy for endovascular hemostasis in transfemoral transcatheter aortic valve implantation".